Event description:
A customer reported the message, "wait 60 minutes," while wearing the adc freestyle libre sensor. On 17-jul-2021, as a result, the customer became pale and experienced hypoglycemic symptoms described as sweating and tremors and was unable to treat themselves. A blood glucose test of "30mg / dl" was obtained on an unknown device, and the customer was provided "orange jam and juice" by a non-hcp for the treatment of hypoglycemia. No further treatment was provided. There was no report of death or permanent injury.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the message, "wait 60 minutes," while wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer became pale and experienced hypoglycemic symptoms described as sweating and tremors and was unable to treat themselves. A blood glucose test of "30mg / dl" was obtained on an unknown device, and the customer was provided "orange jam and juice" by a non-hcp for the treatment of hypoglycemia. No further treatment was provided. There was no report of death or permanent injury.